Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for three days due to the peritonitis. On an unreported date, the patient was treated with unspecified medications (further details not reported) for the event. The patient's outcome was not reported. The action taken with dianeal therapy was not reported. No additional information is available.